Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture. Per the implant records the patient was reported to have a diagnosis of rectal carcinoma and was taking xarelto after developing a left deep venous thrombosis (dvt). The filter was indicated due to the risk of pulmonary embolism (pe) while off anticoagulation during cancer treatment. Both groins were prepped and draped in a sterile fashion and the right common femoral vein was accessed with a micropuncture needle. Using modified seldinger technique a micro sheath was placed in the vein and under fluoroscopy a wire was placed in the proximal inferior vena cava. A vena cavogram was performed revealing a patent inferior vena cava and identifying the renal veins at about l2. The filter was deployed under fluoroscopy below the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts retained within the inferior vena cava (ivc), becoming aware of these events approximately four years and eight months after the filter implantation and further experienced anxiety related to the filter. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-fractured - in patient and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿warning: filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture. Per the implant records the patient was reported to have a diagnosis of rectal carcinoma and was taking xarelto after developing a left deep venous thrombosis (dvt). The filter was indicated due to the risk of pulmonary embolism (pe) while off anticoagulation during cancer treatment. Both groins were prepped and draped in a sterile fashion and the right common femoral vein was accessed with a micropuncture needle. Using modified seldinger technique a micro sheath was placed in the vein, and under fluoroscopy a wire was placed in the proximal inferior vena cava. A vena cavogram was performed revealing a patent inferior vena cava and identifying the renal veins at about l2. The filter was deployed under fluoroscopy below the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts retained within the inferior vena cava (ivc), becoming aware of these events approximately four years and eight months after the filter implantation and further experienced anxiety related to the filter.